Manufacturer narrative:
Section d9: device available for evaluation: yes; section d9: returned to manufacturer on: 10/16/2023; section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed that the complaint handpiece was received with the plunger rod fully advanced. The complaint cartridge was received with viscoelastic residue dispersed throughout the length of the cartridge, suggesting that an appropriate amount of ovd/bss was used. No issues that could cause or contribute to the complaint issue could be identified. The lens module was inspected and, no marks that would indicate that the plunger rod advanced improperly were identified. The handpiece was disassembled, and the assembly was inspected, no issues that could cause or contribute to the complaint issue could be identified. The complaint lens was received coated in viscoelastic residue. The lens was cleaned and, no issues that could cause or contribute to the complaint issue. Conclusion: the complaint issue could not be confirmed during product evaluation, and no issues were identified. Based on the complaint investigation results, the product was released within specifications. The complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the capsular bag was filled with vicoelastic and the tecnis simplicity monofocal intraocular lens (iol) was placed into the bag and trailing haptic was dialed into position in the patients left eye. During this process a tear developed in the posterior capsule negating the proper support necessary for this particular lens. Since this one could not be placed in the sulcus, it was removed after slightly increasing the incision. Lens was fully inserted and removed during same procedure. There was no requirement of vitrectomy or sutures. No delay in procedure and medications were not prescribed. Directions for use were followed. Patient was fully recovered. Patients pre-op vision was 20/80 and has not had post-op visit yet. Additional information received stated that the procedure was completed using non-jnj back up lens. No further information is available.